Event description:
Intended use the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). The vidas® 3 system is not intended to be used with industry vidas® reagents. Description of the issue on (B)(6)2022, a customer from poland notified biomérieux of obtaining error 0522 invalidating the run with a patient sample tested using vidas® 3 instrument (ref. (B)(4) , serial number: (B)(4)) leading to a delayed result. The customer obtained an error 0522 during performing vidas® hiv duo quick parameter (ref.(B)(4). Calibrations were performed 4 times ( 3 times in automatic mode and 1 time in manual mode) and each time instrument displayed 0522 errors for different reagents. The customer notified that there was a delay in rendering the result when using with vidas® hiv duo quick parameter ((B)(4)). The duration of the delay was higher than one day. There is no indication or report from the laboratory that the issue led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
1. Context biomérieux local customer service received several complaints from the field related to recurring errors 0522 with vidas® 3 instrument (ref.(B)(4) using different assays. The claims occurred both using spare parts (installed by the field service engineer (fse) after a pump replacement) and on new instruments (the number of impacted sections was in this case variable). 2. Investigation some defective pumps were received at biomérieux manufacturing site, and the issue was confirmed and reproduced. Defective pumps were tested on both manufacturing test benches used for pump production. At the end of the performed tests, a gap was identified between both test benches. Further analysis showed that there was a deviation in the pressure measurement between both test benches, leading to a deviation of the pressure measurements for the pumps calibrated with the defective test bench. 3. Impact in normal operation, error 0522 is triggered when an anomaly occurs during pipetting (leakage, clot¿). When the alarm 0522 is triggered, vidas® 3 instrument does not deliver patient results, and consequently there is no risk of false result. On defective pumps, it was observed that for some assays, error 0522 could be triggered even without pipetting anomaly. In this case, it is required to repeat the analysis, eventually leading to a delay. The issue is solved by replacing the pump. 4. Conclusion the final risk associated with the issue was assessed as irrelevant. Nevertheless, the replacement of the defective pumps by field service engineers is scheduled during preventive maintenance.